Manufacturer narrative:
The t:slim x2 g5 user guide states: the t:slim x2 pump must be removed before magnetic resonance imaging (MRI), computed tomography (CT) scan, or diathermy treatment. Exposure to MRI, CT, or diathermy treatment can damage the system. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent malfunction alarms occurred. Reportedly, the customer had gone through a full body scanner the day prior to the malfunction alarm occurring. Customer's blood glucose level was 116 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.